Event description:
Caller stated that medical attention was sought on (B)(6) 2026 around 4:45 pm at home. Caller stated that she was feeling as though her blood glucose was high, when she attempted to test her blood sugar with her prodigy meter and the meter did not power on. Caller stated that she was feeling dizzy with a headache. A normal result for that time of day is usually around 200-250mg/dl. Caller did not call paramedics; she took herself to the hospital. Caller did not disclose what hospital she went to. Caller stated that her blood glucose was 808mg/dl when she arrived at the hospital. Caller stated that she was given IV fluids and medicine to lower her blood glucose levels. Caller stated that she was at the hospital overnight. Caller stated that her blood glucose was 188mg/dl when she was discharged. No additional information was provided.